Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date unknown. (B)(6). A review of the device history records was completed. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An evaluation was performed on the returned device. As per received condition of devic; the two parts were stuck together and could not be separated by hand. Scratches from use were visible. One unit of article 356.705, lot 925636, and one unit of 356.706, lot 9236522 were returned. The two parts were stuck together and could not be separated by hand. Scratches from use were visible. The two units of this complaint were measured for the relevant dimensions with the result, that the diameter 9-h6 of article 356.706 was above specification. All other dimensions measured and fulfilled the specifications. Since the two parts could only be separated applying strong mechanical forces, the article 356.705 was damaged in a way that the inner diameter could not be determined anymore. The complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the sleeves do not fit and were tried from both sides. The event occurred in the warehouse, no patient involvement. This was the third time that this event has taken place. This report is 1 of 1 for complaint (B)(4).